Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/67 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: diagnostic power and healthcare resource consumption of a dedicated workflow algorithm designed to manage thoracic impedance alerts in heart failure patients by remote monitoring. Journal of cardiovascular medicine. 2018. 19:105-112. Doi: 10.2459/jcm.0000000000000615. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding diagnosing patient's heart failure development via thoracic impedance alerts using remote monitoring. It was reported that an unspecified number of patients in a single center study had cardiovascular implantable electronic devices (cieds) that exhibited a number of alerts for electrical issues. It was also reported that another device in the study required threshold reprogramming. The devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow up that the electrical issues refer to the information that the monitoring offers on the operation of the device that can induce hospital inspections. It was also noted that the threshold is simply a modification of the alert cut-off and that there were no specific issues with the product.